Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer went to emergency room on (B)(6) 2019 because the face was infected. Customer¿s blood glucose value was 300 mg/dl at the time of hospitalization. Customer stated that there was an infection on his toe, cellulitis in leg and foot and he could not feel it. Customer stated that there was a pain on face and leg. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.